Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced continuous cgm signal loss impacting visibility of dexcom g7 continuous glucose monitor (cgm) data on the ilet, while cgm data intermittently appeared on the dexcom app. No adverse clinical symptoms reported and no alarms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. User support included customer education and basic troubleshooting regarding bluetooth connectivity, device pairing, and data backfill behavior. Investigation of this case revealed a cgm communication issue attributable to bluetooth connectivity between the cgm and the ilet, with no evidence of an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external communication interference or configuration related to cgm-to-ilet bluetooth connectivity.